Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. No further information reported.